Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot or shut down. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.